Event description:
The report stated the during a radio frequency ablation procedure, a water leak occurred at the strain relief. However the doctor continued the ablation with the water leak and completed the procedure with no other issues. There was no injury reported.

Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.